Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped due to insulation anomaly. No additional information was avaliable. No patient condition was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the lead exhibited high capture thresholds, during procedure the physician noted that the lead was fractured.